Event description:
The customer reported that there was a problem booting the system.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer called with case scheduled and unit goes to 5 arrows and stops. The ge service rep had the customer shut down the system and run the workstation over the power cord and retry. The system completed boot and ran for cases. The rep ordered a replacement hard drive and software. He installed the same but there was a problem with booting with the new drive and required removal and replaced circuit boards, mainly cpu. The system then loaded as intended and operational checkout including boot, image handling, fluoro and mechanicals. All are operating as intended.